Manufacturer narrative:
Submit date: 2/20/2017. A DHR (device history record) review could not be performed since the lot number was not provided. Three used samples and two new were received for evaluation. During the functional test a leak from the joining of the tube and the bag was present, confirming the failure mode. A possible root cause could be that the bag was not sealed correctly during manufacturing, or the bag got damaged by unintended incorrect handling by the user pulling or stretching the bag with an excessive force. As a corrective action the sealing machine will be inspected and all preventive and corrective maintenance will be performed to identify if there is something that is provoking the incorrect sealing. This complaint will be used for tracking and trending purposes.

Event description:
The customer reports bags are splitting at the seams and leaking formula. There was no patient harm. The date of events spanned several weeks and it was not possible for the customer to obtain the exact dates for all of these leakages.